Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight. The procedure was completed using a second fiber. Pt or user outcome: "no adverse outcome to pt".

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; code request has been submitted.